Event description:
Device 3 of 5. Reference MFR. Report #: 1627487-2011-05547, 05548, 05550, 05551. The patient received her scs system on (B)(6) 2011 including two lead anchors (from different lots), two percutaneous leads (from different lots), and an ipg. The patient's doctor observed warmth and swelling at the ipg and lead incision site. On (B)(6) 2011, the doctor opened both incision sites and took cultures. The patient was diagnosed to have an infection. As a result, the patient's entire scs system was explanted. It is unknown the type of infection the patient has and how the infection is being treated. No further information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.